Event description:
Per the clinic, it was confirmed that the patient was treated for an infection prior to explantation of the device.

Manufacturer narrative:
This report is submitted on march 5, 2020.

Event description:
Per the clinic, the patient experienced swelling at the implant site that was treated with antibiotics (date and type unknown). The device was explanted on (B)(6) 2020 and the patient was not reimplanted with a new device.